Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient developed a suspected infection and hematoma around the implant pocket. The system (pacemaker and leads) was removed on (B)(6) 2019. The patient tolerated the procedure well and was administered intravenous antibiotics post-procedure. Related manufacturer reference number: 2017865-2019-08247, 2017865-2019-10413.